Event description:
The customer reported that the system intermittently will not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The isd-pc2 power supply circuit board was replaced. The system was then found to be operating as intended.